Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001534 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material issue occurred it was reported that during the procedure they were not able able to aspirate blood, they were only able to pull back air. The sheath was not up against the wall of the vessel. It was also reported there was something in the sheath blocking the flow. The sheath was exchanged, and the issue resolved. Case was successfully completed. No air entered the patient¿s body. No damage to the hemostatic valve was noted. No blood leakage observed. No patient consequences were reported. Additional follow up is to be conducted to obtain clarification on the ¿material¿ that was blocking the flow. Meanwhile, this is being conservatively reported for foreign material. Should more information become available, it will be reviewed and processed accordingly.